Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection and was admitted to the hospital. It was noted that the leads were infected and the system was explanted. No further information was available.